Event description:
The customer opened a contour next link kit and found the cap open on the sample bottle of test strips. No adverse event was alleged. The customer was advised to return the strips for investigation. New strips were sent to her.